Event description:
It was reported that the patient experienced overstimulation of her implantable neurostimulator (ins) in (B)(6)-2011. Subsequently, she decreased her stimulation settings to 2.6v. The patient had fallen a couple of times just prior to two knee replacement surgeries in (B)(6)-2011. Post knee replacement, the patient decreased stimulation to 2.1v ((B)(6)-2011) and later to 1.5v. The patient also reported experiencing a shocking sensation and lack of therapeutic effect. An urologist ran diagnostics on the patient's ins and everything was fine. The patient then switched to program 1 at 1.7v. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3889-28, lot# v082511, implanted: (B)(6)-2008, explanted: na, extension model 3095-10, serial# (B)(4), implanted: (B)(6)-2008, explanted: na.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient had turned stimulation off after the first 3 years of having the implant and just turned it back on. The caller indicated that the patient felt stimulation when the manufacturer representative (rep) turned the device back on and was instructed to try one program for one month and then move on to the next program. The patient reported that on monday it was perfect and then yesterday the patient stopped feeling stimulation and it has not helped their symptoms. The caller reported that the patient used their patient programmer (pp) yesterday and "clicked it to the paddle," but was confused about turning on the machine. The patient wanted to make sure stimulation was still on. The caller indicated their healthcare provider (hcp) would increase stimulation to where it felt like someone was electrocuting the patient. The patient indicated that this was the reason why the patient turned stimulation off. The patient was advised to follow-up with their hcp and it was unknown if stimulation was on or off at the time of the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.